Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed that the fiber did not exhibit signs of usage. The fiber was found to be broken within the white tubing, 10 cm. From the distal end of the control knob, between input connector and control knob. The fiber was tested with a hene laser fixture and aiming beam was visible at the location of break. The outer sheath exhibits no signs of melting. The connector cone, segments and tabs appear in good condition and secured. The fiber connector passed the signature verification fixture test. Based on a thorough review of the reported complaint, an evaluation conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that when the fiber was connected to the laser console, a red light was coming out of the distal fiber shaft. The fiber was judged as broken and was not used to treat the patient. The procedure was completed with another device. The patient outcome was reported as stable.

Event description:
It was reported that when the fiber was connected to the laser console, a red light was coming out of the distal fiber shaft. The fiber was judged as broken and was not used to treat the patient. The procedure was completed with another device. The patient outcome was reported as stable.